Event description:
The device worked properly for the first charge but did not charge for its second use. The customer indicated that the "battery seemed to be flat." Another battery showed the same behavior. The patient was treated successfully with another defibrillator and their was no adverse patient outcome.